Event description:
It was reported by service report that the breakaway head section would not lock in the upright position properly due to a damaged release bar. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Damaged head section release bar.